Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the cause is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complains blood leak within 10 minutes into treatment. Very minor blood loss of the patient, approximately 20ml. No medical intervention.